Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm¿ volift¿ with lidocaine to the lip. 2 months later, ¿ultraformer¿ provided. 3 months later, patient experienced slight edema in the nose and voice changes (hoarseness); the event of "voice changes" is not device related. A week later, edema appeared in the left upper lip. Physician prescribed predsim and patient presented with purulent spots. Clarithromycin and axetylcefuroxime also provided. Patient experienced purulent drainage of the lesions and informed the doctor that [event] is better. Labial nodules improved. Blood count, crp and esr completed the day after edema appeared in the left upper lip. Per laboratory tests, (esr and crp) no relevant result was found related to device or adverse events. Symptoms are ongoing at this time.